Event description:
The customer reported via phone call indicating that the insulin pump had a air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer were unable to troubleshoot because of the past event. Customer was advised to call us or to keep the reservoir when the issue happen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.